Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's niece reported via phone call that the customer experienced low blood glucose. The customer's blood glucose was 40 mg/dl at the time of incident. The customer's niece stated that the customer would experience the low blood glucose in the middle of the day from high blood glucose. The customer's niece stated that the customer experience blood glucose of 250 mg/dl and 263 mg/dl. The insulin pump will not be returned for analysis.